Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. No abnormality was observed and the phenomenon was not reproduced. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during pre-inspection preparation, an e333 error (touch panel error) occurred on the visera elite ii video system center. The diagnostic procedure was completed as is. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. No device abnormalities were found during evaluation. Olympus will continue to monitor field performance for this device.